Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was provided with the original bard pouch placed inside a large ziploc bag. The suture and pigtail straightener were not provided. Visual requirements states to "use unaided eye 12" to 18" distance under normal room lighting unless otherwise noted. When evaluating the sample, the separation could be located at the tip of the stent. The separated appeared to be stretched due to the discoloration and form of the material. The suture and pigtail straightener were not provided for evaluation. The od was measured at 0.0620" using a laser micrometer. Dimensional evaluation noted dimensional requirements states the od of the stent to be 0.061" ± 0.002", tip ID is to be 0.039" ± 0.002", tube ID to be 0.40" +0.002" -0.001, and the guidewire used is to be 0.035" ± 0.001". The tip ID was measured using a 0.039" pin gauge. The tube ID where the separation occurred was measured using a 0.040" pin gauge. A 0.035 guidewire passed through the sample without hesitation. Photo sample shows top view of stent with pigtail not uniform and jagged edges were present on stent. Based on photo and physical sample received the reported event is confirmed. Based on the results of the investigation no additional actions were required at this time since no root cause was identified. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "precautions: suture may be cut off prior to stent placement. Remove suture if indwelling time is expected to be longer than 14 days. Avoid improper handling of stent such as bending, kinking, tearing etc. Misuse could damage the overall integrity of the stent. Ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient's condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device. With any ureteral stent, migration is a possible complication, which could require medical intervention for removal. Selection of too short a stent may result in migration. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure. Multi-length ureteral stents: formation of knots in multi-length ureteral stents may occur. This may result in injury to the ureter during removal and or the need for additional surgical intervention. The presence of knot should be considered if significant resistance is encountered during attempts at removal. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state and federal laws and regulations. This is a single use device. Do not re-sterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness or death of the patient." Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the ureteral stent was used in ureteral stone surgery, and when the package was unpacked, it was found that the ureteral stent was broken, and the break was at the ligation of the silk thread, and the customer did not remove the silk thread, and directly disposed of the broken part together with the silk thread part as medical waste, and the remaining sample part was returned. The surgery was completed after a pack of ureteral stents was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the ureteral stent was used in ureteral stone surgery, and when the package was unpacked, it was found that the ureteral stent was broken, and the break was at the ligation of the silk thread, and the customer did not remove the silk thread, and directly disposed of the broken part together with the silk thread part as medical waste, and the remaining sample part was returned. The surgery was completed after a pack of ureteral stents was replaced.